Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: august 1, 2017 through september 30, 2017. Psr submission number: 2210968-2017-70668. Psr report identifier: 2210968-2017-33118.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient previously underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced urinary incontinence, intrinsic sphincter deficiency, pelvic pain and dyspareunia. No additional information was provided.